Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 129mg/dl, 117mg/dl, 45mg/dl. Tests were done within 10 minutes with a difference of 51mg/dl. Pt did not experience any adverse events. No further info has been reported. Note: in the reported issue notes it was documented that, "clean-almost every time use meter (w/alcohol)". Cusotmer cleaning meter incorrectly.